Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the ion selective electrode (ise) buffer valves to resolve the issue. (B)(6).

Event description:
The customer reported obtaining high sodium (na), potassium (k), and chloride (cl) patient results involving the au480 clinical chemistry analyzer. It is unknown if the high results were reported outside the laboratory. The customer did indicated quality control issues prior to the event. There was report of a change to patient treatment in association with this event.